Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacturer. Visual examination found that the component tip was bent. There were also impact marks at the back end of the instrument.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ratcheting handle was damaged. There was no patient present when this issue was observed.